Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, clonidine, bupivacaine, and morphine at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported that the patient did not feel the pump was working correctly. The patient felt like she was going through withdrawals. The patient was taking oral medications as needed. Prior to the fills, the patient felt like they were starting to go through withdrawal. The patient got a flu like feeling, the jitters and was nauseous. The patient gets filled every four months and the problem started about four fills ago. It was mentioned that the patient had a fall in (B)(6) 2016, but stated they were not feeling good prior to the fall.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.